Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the prograsp forceps instrument would not grip properly and flick sideways causing extra movement. Also, the instrument became stuck in the arm the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was found to have an input disk broken. The input disk #7 was found completely detached from the base of the housing. The complaint was confirmed by failure analysis.